Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, a broken reservoir tube lip, a broken belt clip slot and broken battery tube threads.

Event description:
It was reported that the customer had high blood glucose levels of 180 mg/dl. The customer reported a compromised force sensor system error from the insulin pump. The customer also reported that the piston of the insulin pump did not stop during priming. The customer also reported that insulin squirted out during manual prime. No numbers appeared on the screen of the insulin pump nor were there any alerts heard. The customer was advised that the insulin pump would need to be replaced. The customer was advised that the insulin pump would need to be returned for analysis. No additional information was provided.